Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the initial inflation at 10 atmospheres for 30seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that there were no visible damage on the balloon. The device was removed without any problem and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR: mustang 10.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A visual examination identified a balloon longitudinal tear beginning approximately 16mm distal of the proximal markerband and extending approximately 3mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the initial inflation at 10 atmospheres for 30seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that there were no visible damage on the balloon. The device was removed without any problem and the patient was in good condition after the procedure.